Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 560 mg/dl and treated with a bolus. Customer had symptoms such as being really hot and frequently urinating. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that no delivery occurred during bolus. The insulin pump was not returned for analysis.